Event description:
A healthcare professional reported that while the white connector of the infusion line became detached from connection of the handpiece during a cataract procedure. The connection was re-established and the procedure was completed without consequence to the pt.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).